Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt pain at the implant site since the pulse generator system was implanted. The patient developed pocket infection. The infection was treated with medication for a couple of months but the situation did not improve. On (B)(6) 2017, the system was explanted. The patient was stable throughout the procedure.